Event description:
Operator reports a large leak coming from the analyzer onto the floor. No pt results were affected and no operators were harmed. The field service representative determined probes punctured removable seals in the bottom of the external probe wash station causing the leak. The field service representative replaced the seals in the rinse station. Performance tests were performed with no leaks detected.